Event description:
It was reported that during testing by the manufacturer service technician, the device found to have missing component during testing, there was no patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported related to this event.

Manufacturer narrative:
Correction: the report was filed in error. Device evaluation information clarified that there was o-ring missing and is unlikely to cause or contribute to a serious injury or death. There is no evidence to suggest filing is necessary. If additional information becomes available, the decision will be reassessed.

Event description:
It was reported that during testing by the manufacturer service technician, the device found to have missing component during testing, there was no patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported related to this event.